Manufacturer narrative:
Reference MFR complaint #tj1998-3-31-252. No samples were returned for eval. No lot ID info was provided; therefore, no lot history check was possible. We will reopen for complaint if samples become available.

Event description:
Customer reports, the pt was unable to void after surgery. They were unable to insert foley catheter. A bedside cystoscopy was done with 600+ cc's of bloody urine returned.